Event description:
Problem with new freestyle and freestyle lite test strips. Freestyle flashmeter (B)(4), test strips lot 1032419, exp 2012/05, #50, code 16. These tested too low -81 and 82- with freestyle control solution (B)(4), exp 2012/07. When I reported the problem to the company, I was told that the new test strips use an enzymatic process and are not measuring the total glucose and to contact my doctor. What is he going to do about faulty test strips? I also tried my freestyle lite meter (B)(4) with old style strips lot 1010935, exp 2012/04 on myself and got a fasting of 147. New strips lot 1073207, exp 2012/02 #10 code 16 tested on the same drop of blood was 112. You can see that there is a vast difference in the two readings. The first one, 147 is one that I would feel that I had to take some action with diet, exercise, or medication. With the second, 112, I would think everything is fine. Please look into this and make them correct the new test strips or go back to selling the old ones which were within 4-6 units of my lab reports. Dates of use: (B)(6) 2009 - (B)(6) 2010.